Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg); bg value not provided. Reportedly, cause of low bg was due to customer delivering additional correction boluses. Customer declined to provide further information.